Manufacturer narrative:
The reported device was returned and evaluated against the complaint. Visual inspection confirmed the presence of weld on the strike plate and handle body. Strike plate is fractured from handle. Impact marks were observed on the handle body and both sides of the strike plate consistent with a multiple use device. Further analysis was performed which determined common failure mode for the broach handles is tensile overload failure of the welded strike plate. Complaint sample was evaluated and the reported event was confirmed. Additional information provided does not change the outcome/root cause of the previous investigation if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. .

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  Customer has indicated that the product will not be returned to zimmer biomet for investigation as the device location is unknown. Reported event was unable to be confirmed due to limited information received from the customer. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device was manufactured in sep 2015 and has a potential field age of approximately 4 years. It is unknown how many times the device was used. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial hip arthroplasty, the instrument fractured. Attempts have been made and additional information on the reported event is unavailable at this time.